Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was confirmed based on the customer's attached picture, which showed the tips of both devices. One of the devices had a piece broken off, indicating possible damage or material failure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/17/2025, a sales representative reported via email that two ar-8990st-2 fibertak dx suture anchors had issues with implantation. Both anchors pulled out during insertion, and one of the associated inserter tines broke intraoperatively. The broken tine was not retained in the patient, which was confirmed via x-ray. To complete the procedure, the surgeon used double-loaded suturetak anchors, which were successfully implanted. Following the failure of the initial anchor, both the 1.6 mm and 1.35 mm drills were utilized. This occurred during a deltoid ligament reconstruction procedure on (B)(6) 2025. Additional information was received on 07/24/2026: an ar-8934bcst-2 3.0 double loaded suturetape s-tak assembly and ar-8934dsc small joint suturetak disposable instruments kit were used to complete the procedure. There was no significant case delay beyond the time required to insert the anchor. Bone quality was assessed as "fine" and not indicative of soft bone. No adverse effects were reported during or following the surgery.